Manufacturer narrative:
Device used in a veterinary case: no patient information will be reported. Part:319.01, synthes lot: 5261487, supplier lot: n/a, release to warehouse date: august 31, 2006, expiration date: n/a, manufactured by (B)(4). No relevant nonconformance were noted. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Visual inspection: the depth gauge for screws ø 2.7 to 4.0 mm, measuring range up to 60 mm was returned and received at us customer quality (cq). Upon visual inspection, the measuring hook of the device is slightly bent which will impact the functionality of the device. Scratches were observed on the device. An additional letter "e" was observed to be scratched on the guide sleeve of the depth gauge which do not affect the functionality of the device. No other issues were identified with the returned device. Service and repair evaluation: the customer reported the 319.01 depth gauge is reading 1-2mm off (giving inaccurate measurements). The repair technician reported bent gauge. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional inspection: the measuring hook (needle) diameter was measured to be within the specification as per the drawing. Document/specification review: the following drawings were reviewed during the investigation: depth gauge for 2.7mm to 4.0mm screws (current and manufactured) slider assembly depth gauge (current and manufactured) measuring hook depth gauge (current and manufactured) no design issues or discrepancies were identified. Investigation conclusion: this complaint could be confirmed as measuring hook on the returned device is slightly bent. No definitive root cause could be determined based on the provided information. No new, unique, or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during inspection on (B)(6) 2021, the depth gauge was reading 1-2mm off (giving inaccurate measurements). There was no procedure involvement. Upon manufacturer receipt and investigation, it was determined that the device was bent. This report is for a depth gauge for 2.7mm & small screws. This is report 1 of 1 for (B)(4).